Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 28 mg/dl at the time of the incident. The customer was at 60 mg/dl at the time of the call. The customer was given a glucagon shot, juice, and food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the carelink report showed the customer treated twice for her supper the night of the incident. The customer was having sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.